Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic oversensing noted on egms for ventricular tachycardia non-sustained episodes (#32-34). Mirror image noise consistent with compromised insulation, however further analysis not possible without returned lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced electromagnetic interference. It was also reported that the right atrial (ra) lead and right ventricular (rv) had mirror image noise consistent with silicone on silicone abrasion. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced shortness of breath, and a procedure was scheduled for lead extraction. Chest x-ray revealed that the there was lead insulation breakdown on both leads, which was in close proximity to the patient's clavicle. In addition, there was an atrial polarity switch, impedance changes and oversensing/noise observed with the ra lead. The rv lead exhibited low impedance and oversensing. Both leads experienced a lack of pacing, and a procedure was performed to remove and replace the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.